Manufacturer narrative:
A medtronic representative evaluated the system. The stand alone box was suspected damaged. The suspect stand alone board was returned for medtronic's evaluation. Evaluation by hardware engineers discovered electrical fault on the board. A replacement stand alone board was shipped to the site, and upon replacement, a full system checkout was completed, with all checks passing. System is now fully functional. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion case, while attempting to verify a screw placement, the site could not take a spin with the imaging system. System displayed an error indicating no communication. After a full system reboot, the communication error was still present. Site decided to proceed without use of the imaging system. Procedure was completed with no adverse effect on patient outcome.